Event description:
The customer reported that the 9800 system had a motion problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced during the service call.